Event description:
The lay user/patient contacted lifescan customer service in 2009 because she claimed her one touch ultra2 meter started to give her inaccurate high meter readings 3 weeks ago. She claimed she had been "bottoming out" and developed "low sugar" symptoms after she took novolog insulin and obtaining a "high" meter reading. The "high" meter reading was not specified. The pt would eat to bring her blood glucose levels up. The same day at 9am, she tested her blood glucose a the doctor's office and got "209 mg/dl" on the subject meter and "110 mg/dl" on the doctor's meter: the time difference of these results were not specified. Based on statistical methodology, the calculated difference between these 2 results exceeded the expected value of <=30%. No other forms of treatment were reported. This complaint is being reported because the pt allegedly obtained inaccurate high meter readings and then became hypoglycemic after taking novolog insulin. In addition, the results that she obtained on the subject meter and doctor's meter did not meet lifescan's accuracy criteria. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.